Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller being warm to the touch was not confirmed as no product was returned. The reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. On (B)(6) 2025 from 20:00:19-20:20:30, (B)(6) 2025 from 08:40:41-11:23:34, and on (B)(6) 2025 from 08:48:18-21:14:55, the log file captured intermittent power cable disconnect alarms on both the white and black power cables while connected to 14v li-ion batteries that were not associated with true power cable disconnects. The alarms were due to the relative state of charge (rsoc) on the power cables fluctuating, causing the voltage to intermittently drop to below the alarm threshold. The alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the power cable disconnect alarms self-resolved and no product will be returning for evaluation. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, which were available for use at the time of the event, warn the user against placing the system controller on bare skin for an extended period of time when the controller is covered by the body or insulating material and the internal battery is charging. This section also advises the user to not bend, kink, or twist the system controller power cables. The heartmate ii instruction for use section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot power cable disconnect alarms. The heartmate ii instructions for use, section 8, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the emergency department (ed) providers were concerned due to the system controller being warm to touch. Their log files showed a few odd strings of power cable disconnect due to weak connection between the batteries and battery clips. The data did not capture any controller faults. The controller could get hot to touch if suffocated. No further power cable disconnect alarms were noted after the patient was admitted.